Event description:
Vague report of pump found to underinfuse during use on a patient. The medication being infused at the time is not known. No additional clinical details were able to be obtained. No patient injury resulted.